Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 while trying to load multiple cartridges. After trying to load 3 cartridges, the customer was able to load the fourth. The customer was to continue to use the pump to manage diabetes. The customer's blood glucose level was not impacted.